Event description:
It was reported that during an intermedullary rod placement and femoral osteotomy with internal fixation procedure the head of a 4.0 fully threaded cancellous stainless steel 14 mm screw sheared off when implanted in the patients femur. The bone was not pre tapped. The surgeon had drilled the lateral near cortex, measured and subtracted 2 mm to avoid contact with the intermedullary rod and inserted. Construct was used in conjunction with a six hole, unicortial 3.5 mm plate that had been contoured to the deformity. During the complaint screw insertion the surgeon noticed the torque had suddenly become soft after 3 to 4 turns. The surgeon continued with the other screw placements and returned to the loose complaint screw to finish tightening it and realized the screw head had sheared along with a few millimeters of the screw shaft during initial insertion without contacting the plate, cortex or rod. The surgeon chose to leave the imbedded screw shaft in the cortex. This report is for one, 4.0mm cancellous bone screw fully threaded/14mm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject product has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
A product development evaluation was conducted and it states that the head and partial threaded length remaining. Part contains no part number and lot number so original length cannot be confirmed but remaining configuration is consistent with part 206.010, 4mm cancellous bone screws family. The hex drive feature of the head is deformed in a manner consistent with wear from attempted insertion. Broken surface is even and no material anomalies are evident. It is likely that the screw impacted some hard material other than bone to shear in this manner. The screw is determined to be suitable for its intended use and the disposition invalid from a design perspective.

Event description:
This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the complaint screw. A single screw piece was returned for evaluation. This piece consists of the head and approximately one full thread. The thread is damaged. The drive has been moderately damaged, primarily at the upper portion of the drive. The top of the head has light marks concentric with the drive. The bottom of the head has a light spiral mark for approximately 300 degrees of rotation extending into the band. The threaded shaft has been broken off at 8.14mm total part length. The break is not clean in that there is a folded piece of metal at the break. There is not enough of the thread remaining to perform an analysis. No lot number was provided that would have allowed a metallurgical evaluation. The portions of the head that could be measured were not implicated in the complaint and were, therefore, not evaluated. Due to the type and extent of damage incurred and unknown lot, a finite evaluation is not possible. Therefore, this complaint is classified as indeterminate from a manufacturing standpoint.